Event description:
Country complaint: (B)(6). Needle detached from thread during surgery.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: samples received: 95 unopened and 1 open racepack. This is the second complaint of this code/batch. There are no units in OEM stock. We have received 95 closed samples and 1 open samples with the needle detached from the thread (thread is still wound on the pack). Tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventative actions: not applicable.